Event description:
Hospital reports that after running the unit extended period of time, the unit goes fail to cycle. No pt injury reported to service technician at time of service.

Manufacturer narrative:
Lab results: checked the continuity of all of the connections within the power entry module and did not find any problems. A voltage spike on the ac voltage line is the most probable cause of the failure observed by the customer. Installed the power supply pcb into test fixture and the unit went "failed to cycle" "e39 error code". Checked the output voltage of the pcb and found that there was no 5vdc. Troubleshooted the pcb and found that transformer t1 is bad.